Manufacturer narrative:
A review of the manufacturing documentation for the leads sc-2218-70 (serial numbers: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device component involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm.

Event description:
A report was received that the patient experienced constant headaches after the lead was disconnected during a previous revision procedure. The lead was originally implanted for the headache symptoms, but it was disconnected in favor of the other leads as the patients symptoms had changed. When the lead was disconnected, the distal end was in the ipg pocket. The patient then underwent a revision procedure to have the lead reconnected to his ipg as a fifth lead and a w4 splitter was added. The patient was doing well postoperatively. Nothing was explanted or replaced during the procedure.